Manufacturer narrative:
A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available.

Event description:
The customer reported that the patient had a burb on thenar eminence (base of the thumb) the device was reported to be in use on a patient and adverse event to patient or user was reported.